Manufacturer narrative:
(B)(4). The root cause was a break in aseptic technique. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6). This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique, fever, vomit, diarrhea and bacterial peritonitis with (B)(6) in a (B)(6) female patient coincident with dianeal unknown therapy. On (B)(6) 2010, the patient began treatment with dianeal unknown (dose and frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient was diagnosed with bacterial peritonitis with (B)(6) manifested as abdominal pain, cloudy effluent, fever, vomiting and diarrhea. On (B)(6) 2011 the patient was hospitalized for the bacterial peritonitis with (B)(6). The patient was treated with unspecified antibiotics. The root cause of the peritonitis was break in aseptic technique. On an unreported date, the patient recovered from the events of bacterial peritonitis with (B)(6). It was not reported whether events of fever, vomit and diarrhea resolved. On (B)(6) 2011, the patient was discharged from the hospital. Dianeal therapy was continued. The reporter believed the event of bacterial peritonitis with (B)(6) was unrelated to dianeal therapy. The reporter did not provide an assessment of causality for the events of fever, vomit, diarrhea and break in aseptic technique in relation to dianeal therapy.